Event description:
On (B)(4) 2011, a customer contacted haemonetics regarding a noisy centrifuge within the orthopat machine. No donor or operator injury was reported.

Manufacturer narrative:
On (B)(4) 2011, a customer contacted haemonetics regarding a noisy centrifuge within the orthopat machine. No donor or operator injury was reported. Device was evaluated and the reported problem was confirmed. The power supply and other damaged and/or contaminated parts were replaced due to a fluid spill. The machine is now ready for use. (B)(4).